Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient with an implantable neurostimulator (ins) reported was in the emergency room following a car accident. They were complaining they could feel the device going off constantly. The rep turned the device off and checked the impedance, which was noted to be fine. The patient would follow up with hcp. Indication for use was for gastric stimulation. No further complications were reported/anticipated.